Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - inform meter (B)(6) - inform base unit.

Event description:
Caller states that the inform meter shows signs of an electrical short. The meter has burned connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.